Manufacturer narrative:
Analysis found the unit passed displacement, basic occlusion, occlusion, excessive no delivery, and prime tests. The motor passed motor test. There was no motor error alarm or excessive no delivery alarm noted. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms and motor error alarms. The customer's blood glucose was 448 mg/dl at the time of incident. The insulin pump will not be returned for analysis.